Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of endometritis ('endometritis') and pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 88b026) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included spotting vaginal, painful periods, dysfunctional uterine bleeding, pain menstrual, bleeding breakthrough, menstruation abnormal, endometrial biopsy, tubal ligation, migraine headache, anxiety, endometrial polyp, premenopausal menorrhagia and vaginal odour. Concomitant products included clindamycin hydrochloride (cleocin), diazepam (valium), fluconazole (diflucan), fluoxetine hydrochloride (prozac) and hydrocodone bitartrate; paracetamol (vicodin). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), cystitis ("infection (bladder)"), urinary tract infection ("infection (urinary tract infection)"), vaginal infection ("infection (vaginal)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping),"), fatigue ("fatigue"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("lower abdominal pain") and back pain ("lower back pain"). The patient was treated with surgery (transvaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the endometritis, pelvic pain, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, vulvovaginal pain, abdominal pain lower and back pain outcome was unknown. The reporter considered abdominal pain lower, back pain, cystitis, dysmenorrhoea, dyspareunia, endometritis, fatigue, female sexual dysfunction, menorrhagia, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and vulvovaginal pain to be related to essure. The reporter commented: 4 coils on right side and 1 coil on left side. She had cramping after the end of procedure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia, dysmenorrhea and lower back pain. Most recent follow-up information incorporated above includes: on 2-oct-2019: pfs and mr received: event injury is replaced with pelvic pain. New events -"endometritis, infection (bladder), infection (urinary tract infection), infection (bladder), apareunia (inability to have sexual intercourse), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, vaginal discharge, fatigue, vaginal pain, lower abdominal pain and lower back pain", medical history, concomitant drugs and lot number added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.